Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed activation test. Product analysis confirmed the reported events.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to dimpled pump. The pump stayed flat when pressing the bulb. A new inflatable penile prosthesis pump component was implanted. The patient was stable following the procedure and the event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to dimpled pump. The pump stayed flat when pressing the bulb. A new inflatable penile prosthesis pump component was implanted. The patient was stable following the procedure and the event resolved.